Manufacturer narrative:
The unit did not have a button response due to a flattened button dome switch. The unit had a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
A diabetes clinical manager called for the customer to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.